Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no failed battery alert/battery failed alarm, charge/battery lasts less than expected, unexpected battery power loss and absence of alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2025 13:35:26.000, 11/24/2025 13:35:41.000 (B)(6) 2025 16:39:30.000, 11/25/2025 23:44:16.000 low battery alert was found on: (B)(6) 2025 12:30:00.000 failed battery alert/battery failed alarm was found on: (B)(6) 2025 13:35:40.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 19:02:59.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert and failed batt/battery failed alarm. No unexpected low battery alert and failed batt/battery failed alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the low battery alert (104) on (B)(6) 2025 13:33:00 faster than expected at 0.01 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days or charge/battery lasts less than expected per the pump history records. In further review of the formatted history file 1 week prior to the event date of 25-nov-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 11:43:00.000, lostsensor2alert (781) was found on: (B)(6) 2025 11:59:00.000, sensorsignalnotfound (796) was found on: (B)(6) 2025 12:31:00.000, the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Charge/battery lasts less than expected and unexpected battery power loss were confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window, a cracked battery tube threads, a scratched case, a cracked case behind the pump, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm and absence of alarm were not confirmed. However, charge/battery lasts less than expected and unexpected battery power loss were confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the pump was automatically turning off without providing an alarm and was repeatedly failing every day or two. The customer also received a battery-failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer received a low battery and a replace battery alarm. The customer also reported that no damage to the battery cap contacts. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer's response was that the device will be returned.